Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown.

Event description:
Doctor reports that the low profile abutment ilpac4217 was stripped and had to be cut off from the implant. Tooth site #4. A new abutment has been placed.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 4109. H6: results code was updated to 180. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a damaged drive feature was confirmed. Visual evaluation of the as returned product identified damage to the product around the drive feature (hex and tines). The abutment was cut off the implant by the clinician. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number available.

Event description:
No additional or corrected information to report.